Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-04718 / 04719 / 04720 / 04721.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2016-00715 / 00716 / 00717 / 00718).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to allegations of nickel allergy, femoral loosening, pain, difficulty walking and crepitus. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.